Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was stuck. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at initializing device manager. The field service engineer discussed with the technical support specialist and tss advised to re-image the station. However, the fse discovered that the station was affected by a drawer or peripheral item. Further investigation by the fse confirmed that the helmer refrigerator was causing the issue whenever the station tried to finalize rebooting. The fse removed the refrigerator cable and rebooted the station, ensuring that all cables and connections on the drawers were properly seated, rebooted the station again to resolve the issue. The customer was able to log into the station successfully and access the drawers and compartments as needed. The system functioned as intended after the field service engineer repaired the device.